Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported feeling "thirsty and urinating frequently". Customer stated she took frequent minimal injections of insulin to ameliorate the symptoms. There was no report of third party medical intervention, death or serious injury associated with this medical event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed.